Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that plastic pad on the impactor cracked. The event occurred when surgeon had impacted the femur trial. No further information is available.

Manufacturer narrative:
(B)(4). Device manufacture date : manufacturing period was dec 15 to dec 17 2009. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as visual examination showed the impactor had fractured into two pieces. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was considered to be normal wear during the instrument's field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.